Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device microswitch lever, which was determined to be missing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the age and condition of the device, the device will be decommissioned.

Event description:
It was reported that the device was alarming for low water, despite being filled with water. There was no patient involvement.